Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the leadless ipg delivery system (delsys) tether snapped before the ipg was fully deployed and the ipg broke free of the delsys. The leadless ipg was successfully snared in the pulmonary artery. The leadless ipg delsys was replaced and the leadless ipg was successfully deployed. The leadless ipg remains in use. No patient complications have been reported as a result of this event.